Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 292mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.